Manufacturer narrative:
(B)(4). Batch r59x43. Additional information requested but not received: during which firing stroke did the event occur? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Investigation summary: the analysis results that one ec60a device was returned with no visual non-conformances and with an ecr60b cartridge reload present. The cartridge was received damaged and fully fired with the pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It is reported that during a small intestine anastomosis procedure, the surgeon used the first reload and it worked normally, the second shot locked the reload and did not push the clip completely, another reload was opened. Patient consequence was not reported.